Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the cage was placed with the setting instrument, the spreader clamp, so that the trade could still be mobilized. The synfix cage 26 x 30, h12, 8grad was implanted at l5/s1 and controlled laterally by x-ray. The target device was fixed in the situs of the synfix, which required patience, because this was not direct. Then the awl was used to the drill. At the second screw, it was difficult to run the screw correctly through the target device. Then the last 3 were fixed screws after it was predrilled with the awl, "free-hand" screwdriver. The lateral x-ray image turned out good. It was reported that it bled even more than usual, "because the prepare vessels were injured to the disc tray". There is no medical evidence to link the synthes devices with the reported bleeding. It was reported that the patient is doing well and there is no reported pain. The surgery was extended for 20 minutes. An internal review of the x-rays was conducted by the medical affairs department of the manufacturer and the findings are: two x-ray images without date and body side information were provided to me for review. It appears a synfix device is implanted, very likely at l5s1 level. One superior screw disconnected from the plate with it head fall under the plate and entire body inside l5. This matches the complaint description. This report is for 1 unknown screw that disconnected from the plate and the head fell under the plate. This is report number 2 of 2 for (B)(4).

Manufacturer narrative:
Screw numbers were reported as 04.802.210, 04.802.211 qty 2, and 04.802.212 qty 2. Synthes cannot identify which of the returned devices is the complained device. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.